Manufacturer narrative:
The electrode lot number and expiration date were not provided.

Event description:
The initial reporter received questionable potassium electrode assay results and alleged barcode reader issues for a patient sample tested on the cobas c 503 analytical unit. The initial result was 6.49 mmol/l. The repeated result was 4.27 mmol/l. The reporter stated that the barcode for the repeat result was manually entered on the analyzer.